Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 - belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was intermittently able to communicate with a monitor. Upon investigation, the front pulse wire in the distribution node was cut and an unused pulse wire migrated within ECG "c", causing a short with the blue +5v wire. It was unable to be distinguished if the damaged pulse wire or intermittent short with the blue +5v wire caused the service code in the field. The root cause of the migrated wire and damaged pulse wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was producing service code 204 (belt/monitor unusable).